Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to complete functional testing) has been confirmed.  Upon investigation the monitor failed a pulse test and reset during incoming testing.  The cause for the failure was isolated to an intermittent j4 connector on the defibrillator pca, and defective t1 and q4 components on the ca board. The root cause for the intermittent and defective components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.